Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with presence of clear surgical residue/ debris on the product. Visual inspection found a piece of lens haptic missing and presence of clear sticky residue on the surface of lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -13.0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vaulting. The problem was resolved.